Manufacturer narrative:
Section e1: reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the three piece monofocal non preloaded intraocular lens (iol) was received with broken seal. There was no contact with patient's eye. As per additional information received, it is unknown whether there was any breach or potential breach in sterility of the iol. Only one box was involved. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 11/07/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens was received in an open original folding carton with the tamper seal broken; the folding carton was observed to be creased. The lens daisywheel was observed to be inside a sealed inner pouch which was sealed inside the outer pouch. No issues were identified with the seal of the pouches. No further issues were identified. A photo was provided by the customer, however; due to image quality the complaint issue could not be confirmed and no photo evaluation could be performed. Conclusion: the complaint issue "packaging issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of dc-packaging issues was identified during product evaluation, however, because there were no photos of the shipping box it cannot be determined if there was an issue with the shipping carrier or distribution center. An activity was created to request additional information regarding the shipping box. If photographs of the shipping box are provided the complaint can be reopened and the pictures can be evaluated to determine the source of the issue. Per procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.